Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 20 samples and one photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by draw volume testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2e 3.6mg plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 1188 times. The following information was provided by the initial reporter: the customer stated "during collection in the ICU it was seen the tube was not filled properly.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e 3.6 mg plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 1,188 times. The following information was provided by the initial reporter: the customer stated "during collection in the ICU it was seen the tube was not filled properly."